Event description:
During surgery, upon activation of device in coag mode, the neuromonitoring system would shut down/loose connection. At the end of t he case it was noted that the amplifier on the plug of the neuromonitoring system was melted.

Manufacturer narrative:
(B)(4) method: facility not returning product for inspection. Eval code results: facility not returning product for inspection. Eval code conclusion: facility not returning product for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition with very minor surface imperfections (scratches). Power cord was received. No hand pieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. In the 'reason for return,' it is assumed that the 'amplifier' and 'plug' are parts of the neuro-monitoring system. If this is the case, the fact that they melted together suggest either that the neuro-monitoring system provided an unintended current path. The pulsar ii generator is designed such that it won't deliver more than 15ma or rf current through one of these unintended paths. To establish that the system was operating reliably, the rf leakage current section of the final test (tp-0050 steps 5.9-5.11) was performed. The unit passed the testing without issue. Root cause: the reported issues could not be confirmed in the service department. The pulsar ii generator is an electrosurgery device and, as such, is considered an intentional radiator of rf energy with keyed (via foot pedal or handpiece button activation.) All equipment in the or should be designed to withstand the emi interference generated by the pulsar ii rf generator (per iec 60601 requirements). The pulsar ii rf generator is functioning as designed. Further, the generator passed the rf leakage testing section of the final test, demonstrating that it is not permitting more than the 150ma of rf leakage current to travel through unintended current paths. The pulsar ii rf generator is functioning as designed. (B)(4).

Event description:
During surgery, upon activation of device in coag mode, the neuro-monitoring system would shut down/loose connection. At the end of the case it was noted that the amplifier on the plug of the neuro-monitoring system was melted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.